Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead found the proximal end of the lead, #3 connector sleeve broken and stuck in the connector port. The proximal end was stretched. The conductor wire was still good, continuity acceptable for all circuits.

Manufacturer narrative:
Concomitant products: product ID neu_wrench_acc, lot # unknown, product type accessory; product ID neu_ perc_extension, serial # unknown, product type extension; product ID 3058, serial # (B)(4), product type implantable neurostimulator. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The lead and ins were both involved in this event.

Event description:
The manufacturers¿ representative (rep) reported that there was no trouble inserting the lead. They were disconnecting the lead from the external extension and noticed the lead was a little bent. They thought it was ok so they put it into the implantable neurostimulator (ins) and tested impedances. All but 3 showed >4000 ohms. They took it out, wiped it down and tried impedance check again but got the same results. They went to remove the lead from the ins but had difficulties getting it out. The tip ended up breaking off inside the header block. Contact 0 broke off. The health care professional ended up replacing both the lead and the ins and everything was fine. There was visible damage to the lead. No patient symptoms were reported. The device was not used in the patient and the patient recovered without sequela. There was no further information provided about this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
See manufacturing report- 3004209178-2015-23104.